Event description:
During the renal biopsy procedure, which was a combined effort between the nephrology and interventional radiology (ir) teams, the 18-gauge x 10cm bard biopsy needle misfired twice and failed to collect the required tissue sample, despite having been successfully tested outside the patient. Following the unsuccessful attempts with this needle, the decision was made to replace it with a new 18-gauge x 15cm bard biopsy needle. Subsequently, the biopsy procedure was successfully completed (total of 4 passes, 2 samples). There was a small non-expanding perinephric hematoma after the first pass, a relatively common finding with renal biopsy.